Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted when results are available.

Event description:
A wholesaler reported, that one of their customers received high readings on their freestyle flash blood glucose meter compared to a lab meter. The customer experienced symptoms of hypoglycemia, and was seen and treated at a local hospital. There was no diagnosis reported, and it is not known if the customer changed their medication based on the readings obtained or what treatment was rendered. The readings reported when plotted fell within the "a/b" zones of the parkes error grid and are not considered clinically significant. There was no report of death or mistreatment in this case.